Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regq2587 showed no other similar product complaint(s) from this lot number.

Event description:
Clinician reported removing a PICC from a patient due to it not working and reports of "an audible bubbling sound, flushing intermittently and some swelling in his arm". This patient had their line inserted (B)(6) 2022 and it was removed (B)(6) 2023. Prior to removal an x-ray was done to confirm the line was intact and an ultrasound to rule out dvt. Line appeared intact on x-ray and ultrasound of arm ruled out dvt. On removal, the clinician cleaned externally the line and flushed with 10ml syringe. There was no flush from the end of the PICC however at around the 10cm mark there was squirting of flush through the catheter. There was 8cm of the line external from the exit site and the patient had a securacath in place. I would anticipate that the point of fracture would be just above the vein inside as the patient was of large build (muscular, former solider). There is some exudate from the tip of the catheter. The patient reports remaining relative active during the time of having the PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be related to kinking of the catheter. One 4 fr powerpicc solo was returned for evaluation. An initial visual observation showed use residues throughout the catheter. A circumferential kink was visible just distal of the 10 cm depth marker. A microscopic observation revealed whitening at the visible circumferential kink, and further microscopic observation revealed a longitudinal split at the corner of the kink. The fracture surface of the split was visible once the catheter was folded at the kink, and it appeared granular as if buckling occurred along the surface. Upon evaluation of the returned powerpicc solo, the complaint of a leaking catheter was confirmed as a split was found just distal of the 10 cm depth marker. The cause of this event is due to repetitive kinking of the catheter, as the fracture site was likely located near a joint where repetitive motions occur. H3 other text: evaluation findings are in section h11.

Event description:
Clinician reported removing a PICC from a patient due to it not working and reports of "an audible bubbling sound, flushing intermittently and some swelling in his arm". This patient had their line inserted (B)(6) 2022 and it was removed (B)(6) 2023. Prior to removal an x-ray was done to confirm the line was intact and an ultrasound to rule out dvt. Line appeared intact on x-ray and ultrasound of arm ruled out dvt. On removal, the clinician cleaned externally the line and flushed with 10ml syringe. There was no flush from the end of the PICC however at around the 10cm mark there was squirting of flush through the catheter. There was 8cm of the line external from the exit site and the patient had a securacath in place. I would anticipate that the point of fracture would be just above the vein inside as the patient was of large build (muscular, former solider). There is some exudate from the tip of the catheter. The patient reports remaining relative active during the time of having the PICC.